Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The customer changed the sample probes. No further issues occurred. The customer noted that they tested their laboratory water. The field service engineer adjusted wash levels and cleaned the wash nozzles. The detergent consumption and cuvette wash concentration were checked. The probe alignment, washing efficiency, gear pump head, system water pressure, and vacuum levels were checked. The system water supply tank was replaced. Photometer checks and cell blank measurements were performed. Controls were run and passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 (calcium) on a cobas 8000 c702 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 1.49 mmol/l. As the value appeared to be low, the customer decided to repeat the sample. The sample was repeated twice, resulting in calcium values of 2.18 mmol/l and 2.15 mmol/l.